Event description:
Customer reported he had a defective sensor. Customer's blood glucose is unknown. He stated the electrode became detached when he tried to remove the insertion needle. Customer stated he pulled the insertion needle out at the same angle as he when he inserts the needle. He inserted in the abdomen. The tape stuck, but the insertion needle seemed stuck. Nothing further reported.

Manufacturer narrative:
Reliability analysis inspected one opened and used sensor performed a visual inspection and found cannula peel back inside needle's canal. Unable to confirm customer received sensor damage due to the customer returned opened. Analysis not required due to customer not returning insertion needle.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.